Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections on the tgi were reseated. The 5vdc power supply ps1 was adjusted to 5.2vdc for optimal performance. All pcb,s in the workstation were reseated, and the sbc and the system interface were evaluated and replaced. The fast stop button on the table was replaced as it was damaged. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. There is no report of injury or death associated with the event described in this complaint.